Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that one day post-implant, high pacing impedance and high threshold were noted. The lead remains in use. No patient complications have been reported as a result of this event.